Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported the patient received inappropriate antitachycardia pacing and shock therapy due to noise on the ventricular channel. Intermittent oversensing and high capture threshold were noted. The lead was successfully explanted and replaced.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 6.6-7.0cm from the distal cut end of the middle segment, consistent with lead friction to the device can. The etfe coating condition could not be determined at this location. External insulation abrasion was noted at 17.7-17.9cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 14.2-17.3cm from the distal tip. The etfe coating was abraded at these locations. Externalized conductors due to internal insulation abrasion were noted at 14.5-17.0cm from the distal tip. Internal insulation abrasion was noted at 11.4-12.5cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 9.2-9.7cm from the distal tip. The etfe coating was abraded and inner coil exposed at this location. Internal insulation abrasion was noted at 11.0-12.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 21.0-21.1cm from the distal tip. The etfe coating was abraded at these locations. The exposure of the inner coil and etfe coating abrasions were consistent with the field observations of noise, inappropriate therapy delivery, and high capture threshold.